Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead shock impedances in all shock vectors. The patient was referred to dr. Campanella from san paolo di bari as perinei does not have an electrophysiologist on staff. After evaluating the patient, dr. Campanella elected not to intervene as the patient no longer requires defibrillation therapy. The system was electrically deactivated but remains implanted. No adverse patient effects were reported.